Event description:
The customer reported an overinfusion of fentanyl. A new syringe of 1200mcg/24 ml (concentration 50 mcg/ml) was installed at 1050 to infuse at 1 mcg/kg/hr (rate 0.82 ml/hr). During the time in question the pt also received 4 boluses of 41 mcg (0.82 ml) each. At 1900 the nurse found the fentanyl syringe empty although the total infused at that time should have been only approximately 10 ml. There was no harm to the pt and no clinical symptoms of oversedation. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.